Event description:
A male pt underwent aaa repair with another MFR's stent grafts in 2007. One trunk-ipsilateral leg component, one contralateral leg component, and an extender graft were placed. The final angio showed a proximal type I endoleak. The extender graft was placed successfully obtaining a good seal. The physician decided to balloon the cuff with a coda balloon. The balloon was over inflated and ruptured. A second coda balloon was used in the stenosed right common iliac. Once again, the balloon ruptured. Final angiograms were taken and the devices looked good. The pt left surgery in stable condition. Later that evening, the pt was in distress and was taken to the or. The pt's aorta had ruptured, the pt was opened and subsequently expired.

Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation. However, the info provided indicated the device was overly pressurized, resulting in balloon rupture. We do caution to not exceed maximum inflation volume as rupture of the balloon may occur. Adhere to the provided balloon inflation parameters. We will, however, continue to monitor for similar occurrences.